Event description:
Related manufacturer reference number:2017865-2023-14427, related manufacturer reference number:2017865-2023-14428. It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead and right ventricle lead exhibited high capture thresholds. In-clinic check showed migration of the implantable cardioverter defibrillator due to twiddlers syndrome and dislodgement of right atrial lead and right ventricle lead. The implantable cardioverter defibrillator, right atrial lead, and right ventricle lead were all explanted. No patient consequences.